Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 90% stenosed distal left anterior descending artery. Some resistance was felt during advancement of the 2.5x12 mm tenku nc balloon catheter to the lesion; however, it was able to reach the lesion. The balloon ruptured on the first inflation at 8 atmospheres. A non-abbott balloon was used to complete predilatation of the lesion without any further problems. It was stated that the balloon ruptured due to the calcification in the vessel. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported physical resistance and balloon rupture were most likely related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.